Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported guide break could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that the proglide device was opened for use, and it was found that the metal guide portion of the device was loose/wobbly from the nose cone portion of the device. There was no patient involvement, and the proglide device was not used in patient anatomy. There was no reported clinically significant delay in the intended procedure, or therapy. No additional information was provided regarding this device issue.